Event description:
During product evaluation, the pump's user interface module printed circuit board (uim pcb) was replaced. There was no patient injury or medical intervention necessary associated with the device according to the hospital representative.

Manufacturer narrative:
Failure code 703:00 was initially reported by the customer. This failure code occurred during bio-medical testing. Evaluation summary: during product evaluation, a defective user interface module printed circuit board (uim pcb) was replaced. Although the reported failure code 703:00 was not confirmed in the event history or reproduced during evaluation, the uim pcb is still reportable because the component was replaced as a result of the customer reported failure code 703:00. This failure code is usually manifested as a result of the uim pcb being defective.